Event description:
The site reported that they have four pts that required a second surgery to remove particulates from the operative eye. For this pt, the fiber was present during the initial procedure in 2008. At approximately 21 days later: add'l info from the questionnaire stated the fiber was extracted from the od. This report is for the second of four pts. The add'l patients were reported under the following MDR's: 1644019-2008-00019, 1644019-2008-00021, 1644019-2008-00022.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l info becomes available.